Manufacturer narrative:
Several staff members had complained about receiving static shocks in the lab during the track installation. The lab staff requested that their hospital safety testing team perform electrical safety testing on the power sockets used for this instrument using a basic 3-pin socket tester. The first test showed the socket used by the dxi to be good, but the adjacent socket failed the safety test; subsequent testing showed many of the sockets in the lab failed this test so a second 3-pin socket tester was obtained which showed all sockets to be electrically safe. Per the supplied incident report, no further incidents were reported in the lab in the weeks following this as the track installation was completed. In conclusion, the cause of this event is unknown and could not be definitively determined based on the supplied information. The fse believes that an "unusually large electrostatic shock" had struck the fse and caused the event. The likelihood of such a large static-electrical shock would be rare and given the state of the instrument at the time of the shock. It may be just as reasonable to believe that the ungrounded luminometer could have developed excessive voltage with the "earth lead" or ground wire was disconnected from the luminometer. Therefore, the cause of this event could not be determined. The fse believes that an "unusually large electrostatic shock" had struck the fse and caused the event. The likelihood of such a large static-electrical shock would be rare and given the state of the instrument at the time of the shock. It may be just as reasonable to believe that the ungrounded luminometer could have developed excessive voltage with the "earth lead" or ground wire was disconnected from the luminometer. Therefore, the cause of this event is unknown and could not be definitively determined based on the supplied information.

Event description:
A beckman coulter, inc. (Bec) field service engineer (fse) experienced static build-up shock that left him disorientated and breathless, as he was removing a cover on the unicel dxi 800 access immunoassay system. The working conditions in the lab were a little confined due to the track installation but the immediate working space was clean and orderly. The fse requested the instrument to be shut down to perform on-site service at the customer's laboratory. While the instrument was in the process of shutting down, the fse crouched down to remove the lower right hand power supply cover plate. The fse noted the upper framus cover had been removed from the instrument shortly before the incident and that the earth lead (ground) from the luminometer had been removed in the process. The fse saw a flash and heard a "spark jump" as he commenced to undo the first mounting screw. The fse had one hand on the handle of the screwdriver and the other on the exposed shaft. If the luminometer had not been removed, it would have been in reach from the fse's position; however, the fse was certain both of his hands remained down in the power supply cover plate area and that he didn't raise a hand within close proximity of ungrounded luminometer cable at the time of the incident. An operator standing two meters away heard the crack noise and noted the fse was affected by the shock. The fse was feeling faint and unstable and was taken to the backroom of the laboratory to lay down. The fse was taken to the biochemistry department and the staff performed: two ECG tests; blood sample was collected and general chemistry and immunoassay testing was conducted; general check-up. All results were negative. The diastolic and systolic pressure were reported to be normal. Thirty minutes post event, the fse began to feel better and after 2 hours, he reported to be feeling well. Although the fse reported feeling better, he reported feeling tired the weekend after the event. The following week, the fse did not report any persistent symptoms in connection to this event. A second fse was sent to the site and performed continuity testing on the instrument. The fse removed the power supply cover and inspected the cover and the mains wiring to the front of the power supplies for both stay wires and for loose connection. No abnormalities, arcing marks on the cover, poorly made crimps, or loose stands were noted. The instrument powered back up on the first attempt without error. Therefore, the fse concluded that the instrument did not malfunction or contributed to or caused the event.